Event description:
The customer felt that the insulin pump was no longer giving the no delivery alarm when there was an occlusion. Troubleshooting was performed, and the insulin pump failed the high pressure test. The customer was advised to change the infusion set and conduct the test again, and call us back if the insulin pump doesn't alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.